Event description:
The customer initially reported that there was an inoperable open key. During service at baxter, it was discovered that the pumphead module keypad was inoperable. There was no patient injury, adverse event or medical intervention associated with this report. The master software (B) (4), categorized as colleague 2006. There is no additional information available.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4).the pump was received and evaluated at baxter. Service at baxter discovered that the customer's reported issue of an inoperable open key was caused by an inoperable pumphead module keypad. The reported issue was confirmed and reproduced. The pumphead module keypad was replaced.